Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: a review of the manufacturing records for the device was unable to be conducted as no lot number was available; as such, no UDI was generated. According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoleak a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm with and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. It was reported that during deployment of the trunk ipsilateral leg component the proximal end was deployed and the contralateral leg component had been successfully deployed and when the physician went to disengage the constraining mechanism by sliding the red safety lock back, this caused the proximal end of the trunk device to re-constrain so the physician slid the red safety lock forward and the device unconstrained. The physician then removed the deployment line access hatch to utilize the backup deployment mechanism which revealed no line one or line two. Line 4 was then pulled and the ipsilateral leg deployed, then line 3 was grasped and pulled outward but again this caused the proximal end to reconstrain. The physician then cut into the delivery catheter and was able to locate line 2 and pulled it and the lockpin released. The delivery catheter was withdrawn and the device deployed successfully in the intended location. The patient tolerated the procedure with good results.

Manufacturer narrative:
H6: code 22: h6: code 22: according to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis; adverse events that may occur include, but are not limited to include: endoprosthesis: incomplete component deployment. H6: code 10: the device evaluation showed the following: kinks were observed along the delivery catheter, likely due to the shipping of the device back to the gore facility. The constraining mechanism is detached from the handle. The black guide nut appears to be fully advanced to unconstrained position. Engineering was able to activate the red safety lock and move the black guide nut from unconstrained to constrained position and back. No anomalies were observed. The lock pin and constraining loop are still attached to the mechanism and have been cut, with length of approximately 9.5cm and 13.5cm from their respective anchoring pockets. A bend on the lock pin at approximately 2cm from the anchoring pocket suggest that the constraining mechanism has, at least once, been rotated ¼ turn counter-clockwise. The end cuts show plane sections which suggest that both the lock pin and the constraining loop have been cut with a sharp object. One extremity of the remaining un-attached section of the lock pin (length approximately 59cm) shows damages consistent with the use of a crimping tool. This is consistent with the event description that the delivery catheter was cut in order to locate line 2 (lock pin) and pulled out to release it. Damage can also be observed at the strain relief of the delivery catheter, consistent with the lock pin being pulled out at this location. H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. H6: code 213: the remaining un-attached section of the constraining loop is visible exiting at the leading end of the delivery catheter. The backup deployment line access hatch has been removed. Based on the findings from the evaluation, because the device was successfully deployed, the physician¿s observations that while attempting to disengage the constraining mechanism by sliding the red safety lock back, this caused the proximal end of the trunk device to re-constrain could not be confirmed. Also, for the same reason, the physician¿s observation that while sliding the red safety lock forward, the device unconstrained could not be confirmed. The physician¿s observation that when the deployment line access hatch was removed, it revealed no line one (1st deployment line) is consistent with the event description that the trunk section of the device was deployed. The physician¿s observation that when the deployment line access hatch was removed, it revealed no line two (lock pin) could not be confirmed, however the observed length of the lock pin still attached to the constraining mechanism and the bend on the lock pin at approximately 2cm from the anchoring pocket suggest that the constraining mechanism has, at least once, been rotated ¼ turn counter-clockwise. The observed length of the lock pin still attached to the constraining mechanism, approximately 9.5cm, the bend and the rotation of the constraining mechanism suggest that the end cut section of the lock pin would have been located at the opening of the backup deployment hatch. The observed length of the constraining loop still attached to the constraining mechanism, approximately 13.5cm, also suggests that the end cut section would have been located at the opening of the backup deployment hatch. It was not possible to confirm that while line 3 (constraining loop) was grasped and pulled outward, this caused the proximal end to re-constrain, however this observation is consistent with the remaining section of the lock pin being still in place at the time, seated in the leading olive, holding the constraining loop. The likely cause for the inability to disengage the constraining mechanism could not be determined with the available information.